Manufacturer narrative:
Insulin pump alarmed during the prime test due to a faulty force sensor resistor. Unable to perform the basic occlusion and excessive no delivery tests due to the prime anomaly. Cracked reservoir tube lip and cracked battery tube threads were also noted.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 384 mg/dl. Customer had ketones. Hospital treated with IV insulin. During troubleshooting, the insulin pump failed the high pressure test. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.